Event description:
They did a pump refill under fluoroscopy and had a lot of difficulty because the pt was morbidly obese. Following the refill, the pt was sleepy and they were having difficulty waking her up. They planned to stop the pump until they determine what happened. The medication being delivered via the device system was dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.